Event description:
It was reported that a user on the ilet with a 23-inch, 6 mm infusion set and a full insulin cartridge experienced a blood glucose rise to 350 mg/dl shortly after starting therapy, followed by return to a stable range, and nearly used an entire cartridge without any felt, seen, or smelled insulin leakage at the site, as confirmed by clinical staff; a full supply change was completed with troubleshooting and education. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose without hospitalization. Investigation included user education and guided troubleshooting, including a full supply change. Investigation of this case revealed no observed leakage or site issues and no device alarms reported, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.